Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found no issues with the function or operation of the unit. The technician was unable to duplicate the reported event. As a precaution, the technician reset the cxps video router and avcx server. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the monitor to their hexavue custom room rack was showing a black line. The procedure was completed successfully. No report of injury.